Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, a visual inspection of the sensor found that the sensor wire was missing from the sensor pod.

Manufacturer narrative:
The device has not been returned to animas.. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 , the reporter contacted animas alleging a cgm (dex 048) issue. It was alleged that the sensor wire is broken off and lying on the floor. There was no indication that the product caused or contributed to a serious adverse event. This complaint is being reported because a device component is defective.